Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to an urgent care clinic on(B)(6) 2026 and was hospitalized for hypoglycemia. The patient¿s blood glucose level declined to approximately 50 mg/dl after wearing the pod for more than 48 hours, on their abdomen. No symptoms were reported. The patient was provided intravenous (IV) access, though no fluids or medications were administered. The patient's blood glucose levels improved after eating and was released the same day.